Event description:
Pitocin augmentation started 1 mu/min at 1930. At 1932 continuous epidural infusion of marcain started at 10cc. At 1937 it was discovered that the pitocin was infusing in the epidural port and the epidural line was in the IV port. No injury to mother or infant.